Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation of the pump, the pump powered on with a dim and discolored display screen. The display screen was difficult to read. A test screen was installed and displayed normally. Additionally, the force sensor calibration was below specifications and the pump was opened and contamination was found on the force sensor and the internal circuit board. The force sensor resistance was found to be out of specifications. Evidence of moisture was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and that the force sensor calibration and resistance were out of specification and there was contamination on the force sensor. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.